Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: during the catheterization procedure performed on (B)(6) 2025, an issue was identified related to the angio-seal. The material did not function properly in the release of the gel, compromising its effectiveness, requiring immediate replacement during the procedure. There was no blood loss.